Manufacturer narrative:
(B)(4).

Event description:
(Os 19.429). The dentist reported that a month after the dental implant was installed in intraoral regions #22 and #27, it was verified its loss of osseointegration; 40 to 50 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii.